Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a 9x40mm non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilation. The 9x40mm wire was exchanged with another non-bsc guide wire. Then dilation was performed, however, on the first inflation, the balloon ruptured. The balloon catheter was completely removed from the patient's body and was exchanged to a non-bsc balloon catheter which also ruptured. Dilatation was then performed with a 2mm coyote nc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.